Event description:
Customer reported a failure code 703. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.